Event description:
Initial result for a patient troponin t was 0.212 ng/ml. The sample was repeated twice and the result both times was 0.012 ng/ml. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.